Event description:
It was reported that a peritoneal dialysis (pd) patient required their pd catheter to be removed. The patient was sent to the emergency room on (B)(6) 2023 for pd catheter removal and to have a central venous catheter (cvc) placed. File#: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).